Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. Also on (B)(6) 2018, mentor received the following information: the patient¿s last mammogram was on (B)(6) 2018 with normal results. The patient underwent removal of the breast prostheses without replacement. The patient's last known condition was stable. Concomitant products: left mentor siltex round moderate profile 425cc saline prosthesis, catalog : 3542670, serial number: (B)(4). The device evaluation was completed on (B)(6) 2018. Summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm on the posterior aspect and under microscopic examination, it gave no indications as to cause. Parallel lines of shell wear were also observed on the anterior aspect and extended to the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) for the lot number 6873763 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a mentor siltex round moderate profile 425cc saline prosthesis experienced deflation on the right breast prosthesis post procedure by noticing it getting smaller. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.